Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and locked on the cystic duct. The duct tore and the procedure was converted to open. The patient was sent to ICU potentially requiring a blood transfusion.